Event description:
Boston scientific (bsc) crm received information that this implantable right ventricular (rv) lead had a shock impedance measurement less than 20 ohms. This was discovered by latitude, a remote patient monitoring system. Previously, the shock impedance has been stable since (B)(6) 2009. No events have been stored in the device memory. It was recommended by bsc latitude customer support and technical services to schedule a follow-up to evaluate the shock lead integrity. Subsequently, a synchronous high energy shock was delivered on (B)(6), 2010. The associated device passed this test. Information from the field stated a revised procedure was a possiblity; however, to date no indication this has been performed. Currently, the rv lead remains implanted and in service with no adverse patient effects reported.